Manufacturer narrative:
Combination product: yes. Only the stent was returned for investigation and subjected to a technical analysis. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The stent was returned in a plastic tube. The stent is severely deformed over its entire length. The delivery system was not returned for analysis. The angiographic material was reviewed, but the actual complaint event is not visible. The angiographic material does therefore not provide further relevant information regarding the root cause of the complaint. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a pre-dilated severely calcified lesion (80 percent stenosis degree) in a severely tortuous lcx. During the procedure resistance was felt and it was decided to remove the stent system. Upon withdrawal the stent dislodged from the balloon. Eventually, the stent was retrieved by using a snare.